Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000538, serial/lot #: unknown  h2) foreign country: india h3) a manufacturer representative (rep) went to the site to test the imaging system. No hardware parts were replaced, but the tilt issue was not resolved as the rep was waiting for spar parts to replace with.  Codes: b01, c07, d02 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the imaging system z movement and tilt were not working. The system was also showing an error, "image frame rates are below recommended levels." There was no patient involvement.

Manufacturer narrative:
H2) please see section e. For the additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000581, serial/lot #: (B)(6), product ID: bi71000525, serial/lot #: (B)(6), product ID: bi71000526, serial/lot #: (B)(6), product ID: bi31000172, serial/lot #: (B)(6), product ID: bi70000034, serial/lot #: n/a, product ID: bi71000537, serial/lot #: (B)(6). H3) a manufacturer representative (rep) went to the site to test the imaging system. The gantry controller, positioner controller, tilt drive motor, motor battery charger, battery- 1 & 2 charger printed circuit board assembly (pcba), and pfc pcbas were replaced. The system then performed as intended. Codes: b01, c07, d02. H6) multiple annex g codes were submitted for the event. Annex g code, g02003, applies to product ids: bi71000581, bi71000525, and bi71000526. Annex g code, g02005, applies to product ID: bi31000172 while annex g code, g02008, applies to product ID: bi70000034. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.